Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci assisted surgical procedure, the maryland bipolar forceps instrument was identified to have a burnt mark on a tip in housing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage on the instrument first observed after the procedure, during the site instrument cleaning inspection process. The surgeon did not recall any arcing happened during the procedure. The surgeon and staff did not recall if the instrument collided with an energy instrument during the last procedure. Monopolar curved scissors, prograsp forceps were the other instruments that were used at the time. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument found to have exposed electrode on one of the bases of the bipolar forceps grip. The unit passed electrical continuity test. There were no signs of damage on the conductor wire. Additionally, the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on two locations of the bipolar yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.